Event description:
The hospital biomedical engineer reported the ventilator failed extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The biomedical engineer reported the check valve body was separated from the outer ring, which may result in blocked airflow through the gas path of the assembly. The biomedical engineer replaced the check valve to address the finding. The biomedical engineer reported replacement of the check valve resolved the reported problem.

Manufacturer narrative:
(B)(4).